Event description:
Regulatory agency reported right side "periprosthetic shell stage 3: the breast is hard and deformed." Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "periprosthetic shell stage 3: the breast is hard and deformed."